Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up after receiving alerts for non-sustained lead noise. Programming changes were made, and no further issues were reported.